Event description:
One of the biliary tubes was fractured prior or during removal of tube. Team was able to retrieve all pieces of the tube. There was no harm to patient. New biliary tubes were placed.